Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator emitted smoke from the graphical user interface (gui) and the display was blank. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed evidence of smoke since the unit had a burnt component on the user interface (ui) printed circuit board assembly(pcba) and replaced the ui pcba. Sp also replaced the graphical user interface (gui) to breath delivery unit (bdu) cable as a precaution. After the part replacement, sp performed extended self test (est), the unit failed the backup ventilation test portion of the est as an additional issue. Sp cross checked and identified the exhalation valve flow sensor (evq) was faulty and replaced the evq. Sp reran est but the unit again failed back up ventilation test. To solve the additional issue, sp replaced the exhalation valve assembly (eva) and exhalation module cable. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One ui pcba was returned to medtronic for failure investigation. Visual inspection determined a damaged c173 capacitor. Residual thermal markings are noted adjacent to the c173 capacitor. Due to its damaged state, the returned board was deemed unsafe to install in a test ventilator for further testing. The cause of the event was isolated to a faulty capacitor c173 of the ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in the trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator emitted smoke from the graphical user interface (gui) and the display was blank. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section d9 updated due to additional part return h3 device evaluation summary: updated due to additional part return medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator emitted smoke from the graphical user interface (gui) and the display was blank. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed evidence of smoke since the unit had a burnt component on the user interface (ui) printed circuit board assembly(pcba) and replaced the ui pcba. Sp also replaced the graphical user interface (gui) to breath delivery unit (bdu) cable as a precaution. After the part replacement, sp performed the extended self test (est), the unit failed the backup ventilation test portion of the est as an additional issue. To solve the additional issue, sp replaced the exhalation valve flow sensor (evq), exhalation valve assembly (eva) and exhalation module cable. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The evq was not returned to medtronic for failure investigation. The exhalation module cable, gui to bdu cable and eva were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One ui pcba was returned to medtronic for failure investigation. Visual inspection determined a damaged c173 capacitor. Residual thermal markings are noted adjacent to the c173 capacitor. Due to its damaged state, the returned board was deemed unsafe to install in a test ventilator for further testing. The cause of the event was isolated to a faulty capacitor c173 of the ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.